Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection procedure, the surgeon was able to press the green button, but was unable to squeeze the handle, hence the device did not fire. Another handle was used to resolve the issue and complete the procedure. There was no patient injury.